Manufacturer narrative:
The suction was returned to the manufacturer for evaluation. Testing found that the suction could be identified but not tracked due to a coil being dead in the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (hcp, for); medtronic received information that, while in a functional endoscopic sinus surgery (fess), the malleable suction stopped tracking about 10-15 minutes of use. The emitter was noted to be about eight inches from the patient. The surgeon completed the procedure with the use of the navigation system and other suctions. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.